Event description:
Information was received that during use of this smiths medical cadd administration sets, leaked through the filter was noted. It was reported that the sets leaked from a hole in the air eliminating filter, and the pump displayed no high-pressure alarm during infusion. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: photographic examination was performed on two photographs that were provided by the customer. The investigator was able to observe a leak fleeing from the air vent of the filter. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No testing or thorough inspection could be performed because no samples were provided for evaluation.